Event description:
Procedure: c-vats right upper lobectomy. According to the reporter: two 45ctav cartridges were used on pa and pv. Two 60amt cartridges were used for interlobar treatment. At 5th firing on a2b (quite tiny) with roti30-2.0 sulu, the surgeon felt something wrong with squeezing the handle and retracting the return knob, and when the device was removed, the cartridge caught the proximal tissue and bleeding occurred. The surgeon extended the incision from 3cm to 7cm and compressed the tissue with thoraco cotton for about 5 minutes, then applied tissue sealing sheet (tachosil) to stop bleeding. Amount of bleeding was about 100 or 150cc. The patient is under observation. No reinforcement material was used. Amount of bleeding was approximately 100cc to 150cc.

Manufacturer narrative:
(B)(4).